Event description:
It was reported that a patient implanted with a subcutaneous implantable cardioverter defibrillator (s-ICD) system presented to a hospital after experiencing device-delivered shocks. During follow-up evaluation, the physician observed that the device had delivered multiple therapies for episodes classified as ventricular tachycardia (vt). Review of the subcutaneous electrocardiogram (s-ECG) data indicated that the shocks were inappropriate and were attributed to double and/or triple counting related to large qrs signal amplitudes. An auto-setup procedure was performed. The physician inquired about optimal sensing vector selection to reduce the occurrence of this effect. The plan was to continue monitoring the patient. At the time of this report, the electrode remained in service. No additional adverse patient effects were reported.